Event description:
The patient presented with infection and inflammation around rns incision site. On (B)(6) 2023, the patient underwent an explant of the rns neurostimulator, and two depth leads. Treatment included oral antibiotics (10 days keflex, vancomycin, cefepime). This was diagnosed as a superficial incisional infection.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.